Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was on retry mode. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a communication error. The technical support specialist connected to the station, checked the station logs, and found that the station was in retry mode. The tss then corrected the retry error, and the station database was brought back into synchronization with the server data. The system functioned as intended after the technical support specialist resolved the issue.